Event description:
It was reported that there was an apparent fracture, high threshold, and high impedance in the patient's atrial lead. The lead was capped and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.